Event description:
The doctor reported detected a corneal burn during routine phacoemulsification surgery. At the same time a kink was observed in the tubing set. The tubing was corrected and the case was continued without further incident. The doctor mentioned that he felt that the handpiece was not functioning properly and may have contributed to the event. The patient is expected to recover fully.